Manufacturer narrative:
The customer decanted and re-centrifuged patient sample 1/1 prior to repeat analysis on (B)(6) 2011. Qc was within the customer's established ranges on (B)(4) 2011. Sample was requested by bci cpls (customer product line support) but has not been received to date. There is no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc (bci) regarding falsely reactive (B)(6) results generated by the unicel dxl 600 access immunoassay system for one patient. (B)(6) confirmatory testing results on one of the patient's samples, run neat and diluted were not confirmed. The erroneous results were not reported outside of the laboratory. A rerun of one sample on an alternate methodology was non-reactive. No reports of death, injury, or change to patient treatment have been reported in connection with this event.